Event description:
It was reported that a smiths medical device had an accuracy error percentage greater than 6% the actual delivery was 18.40 ml when the intended was 20 ml.

Manufacturer narrative:
One infusion pump was received in relation to this event. The device had a scratched lcd lens, defective battery door, and bubbled downstream occlusion sensor seal. A review of the event history log was completed and was unable to confirm the reported event. Three separate delivery accuracy tests were performed, all of the tests were found to be over the manufacturing specifications but slightly under 6%. The pump's expulsor was found to be outside of mechanical specifications, and was replaced to resolve the reported issue. No root cause was identified. A manufacturing DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.